Event description:
It was reported by a customer that on (B)(6) 2011 the fiber forward fired 79,332 joules. Additional information reported by the customer was the beam was used to test the fiber prior to use inside of the pt. The beam was visible. During the procedure, it was observed that the red aiming beam forward fired. The pt did not experience any harm from the incident. There were no error codes that were displayed on the console when the event occurred. The user did not experience any injury form the use of the system during the procedure. The pt is in good condition.